Event description:
The customer alleged they received questionable free thyroxine (ft4), free triiodothyronine (ft3), and thyrotropin (tsh) results on their e411 analyzer. The customer provided data for four patients, of which three had discrepant ft4 results that were reported outside the laboratory, two had discrepant ft3 results, and one had a discrepant tsh result. It was unknown on what date the event occurred. The first patient, born in 1951, had an initial ft4 result of 26 pmol/l. The sample was repeated on a centaur analyzer and the result was 20 pmol/l. The second patient, a female born in 1921, had an initial ft4 result of 30 pmol/l. The repeat result from a centaur analyzer was 15.7 pmol/l. The second patient had an initial tsh result of 4.5 uiu/ml and it was unknown if the result was reported outside the laboratory. The repeat result was 6.89 uiu/ml, and it was unclear from what analyzer the result came. The third patient, a male born in 1932, had an initial ft4 result of 32.2 pmol/l. The repeat result from a dxi analyzer was 24 pmol/l. The third patient had an initial ft3 result of 4.2. The repeat result was 5.1 and it was unclear from what analyzer the repeat result came. The units of measure for ft3 were not provided. The fourth patient, a female born in 1931, had an initial ft3 result of 2.2. The repeat result was 0.6 and it was unclear from what analyzer the repeat result came. The units of measure for ft3 were not provided. There were no reports of any adverse events from the discrepant ft4 results. It was unknown if there were any adverse events from the discrepant ft3 and tsh results. The ft4 reagent lot number was 168454 and the expiration date was not provided. The ft3 and tsh reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
The patient samples were not available for further investigation. A root cause could not be determined with the information provided for investigation. In general, different recoveries of patient samples measured using different assays are to be expected due to different standardizations and different detection methods.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.